Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the connector pin found pulled from the connector assembly stretching/exposing the inner coil consistent with excessive forces during procedure. The cause of the reported event was isolated to the bunching of the stripped polytetrafluoroethylene stylet coating inside the inner coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the stylet was drawn out from the left ventricular (lv) lead when insulation damage was noted on the lv lead. A new lv lead was used to resolve the event. The patient experienced no consequences.